Event description:
Customer reported "repeat issues with pump not reading amount of insulin correctly once cartridge is loaded onto pump". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.